Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell five of six. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The baxter technical service representative (tsr) instructed the hp to cycle the power on the hc to clear the alarm. The hc was operational and a swap of the device was not necessary. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.